Manufacturer narrative:
The tech found the trend assembly at the foot end of the bed completely broken. The tech replaced the trend mount, assembly and rod to repair the bed.

Event description:
Info received indicates, the bed will not go into trendelenburg.